Manufacturer narrative:
Device evaluated by manufacturer?: evaluation of the returned probe found the tip of the returned probe is visibly bent. However, the probe verifies with a good divot error and has normal tracking when connected to a known good system. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that that the straight probe was bent. It was discovered without a patient present.